Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned or caused serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cft 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient said they used to get a lot of bladder infections and they think they were getting one. Patient stated that their stimulation was turned to 2.4 and last night was hurting them, they were able to decrease it and set the stimulation at 2.0 at a comfortable level. They were unable to change programs due to controller not working properly. There were no further complications reported.